Event description:
It was reported that the pt states purewick leaks and could feel suctioning and pulling that was uncomfortable; was referred by advised customer to continue to follow the instructions of her physician. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Used with female wicks. No additional information provided. Customer requested a refund and therefore, was transferred to customer service. Per (B)(6), via phone on (B)(6)2025 it was reported troubleshooting was done and leaks solved, but now has an uti, and not wanting to use the product. It was unknown what medical intervention was provided for urinary tract infection. Per attachment received via email on (B)(6)2025, (B)(6) is a patient under my care. (B)(6) was seen in the office (B)(6)2025 to evaluate and treat her complaint of vaginal pain and burning after use of the purewick this week. Upon her visit, vulvar erythema, positive for urinary frequency, and urinary urgency was noted. (B)(6) was advised to continue to use purewick along with lubricants on vulva and was empirically treated with a prescription for macrobid while obtaining final urine culture results. The pathogen that was evident in the final urine culture results was enterococcus faecalis > 100,000. (B)(6) was then informed to complete the appropriate prescription for her acute urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states purewick leaks and could feel suctioning and pulling that was uncomfortable; was referred by advised customer to continue to follow the instructions of her physician. Customer requested a refund and therefore, was transferred to customer service. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per (B)(6), via phone on (B)(6) 2025 it was reported troubleshooting was done and leaks solved, but now has an uti, and not wanting to use the product. It was unknown what medical intervention was provided for urinary tract infection. Per attachment received via email on (B)(6) 2025, (B)(6) is a patient under my care. (B)(6) was seen in the office (B)(6) 2025 to evaluate and treat her complaint of vaginal pain and burning after use of the purewick this week. Upon her visit, vulvar erythema, positive for urinary frequency, and urinary urgency was noted. (B)(6) was advised to continue to use purewick along with lubricants on vulva and was empirically treated with a prescription for macrobid while obtaining final urine culture results. The pathogen that was evident in the final urine culture results was enterococcus faecalis > 100,000. (B)(6) was then informed to complete the appropriate prescription for her acute urinary tract infection.